Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with ossification of posterior longitudinal ligament underwent posterior spinal fusion at t4-t9.on (B)(6) 2017 (month and year valid), post-op, the patient complained of back pain due to the protrusion of pedicle screw to the skin. The object like pus was observed on MRI image. Removal will be performed and also curettage and pathological examination were scheduled. The patient¿s skin had not healed after closing the surgical site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.